Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿one week¿ prior to contacting lfs she obtained results of ¿200, 250, 125, 169, 171, 196 and 250mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in result exceeds lfs criteria for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and took her usual dose of humalog insulin in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred she developed symptoms of ¿shaky and sweaty¿ however did not specify what treatment, if any, was received. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired on been stored incorrectly. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.